Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The connectors in the interconnect cable were checked. The reported problem could not be duplicated. The system was tested and operates as intended.